Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon appeared to have a small piece missing as if it had broken off inside of me- vagina [foreign body in reproductive tract]. Burning- vagina [vulvovaginal burning sensation]. Tampon appeared to have a small piece missing as if it had broken off inside of me [device breakage]. Uncomfortable - vagina [vulvovaginal discomfort]. Case narrative: consumer reported via email that the tampon appeared to have a small piece missing. No serious injury was reported.

Event description:
Tampon appeared to have a small piece missing as if it had broken off inside of me- vagina [foreign body in reproductive tract] burning- vagina [vulvovaginal burning sensation] tampon appeared to have a small piece missing as if it had broken off inside of me [device breakage] uncomfortable - vagina [vulvovaginal discomfort] case narrative: consumer reported via email that the tampon appeared to have a small piece missing. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.